Event description:
Per complaint (B)(4), the gdit insertion instrument did not fit correctly into the implant configuration and the implant was removed with the help of forceps.

Manufacturer narrative:
The purpose of this report is to state that its precursor (report # 3001617766-2019-03612) is an inadvertent duplicate of an existing report for the same incident (report # 3001617766-2019-00471) and should be disregarded.